Event description:
On (B)(6) 2012, the surgeon performed a left side si joint arthrodesis on the patient placing three ifuse implants. The patient was doing well until about four months post-op when he started to develop groin and hip pain. The pain worsened to the same as the pre-op levels over the next 12 months. The surgeon believed that micro motion of the joint was causing his pain. On (B)(6) 2014, the surgeon attempted to remove all of the ifuse implants, but the implants were fixed solidly in the bone and could not be removed. The surgeon ultimately added two iliosacral screws and left all of the ifuse implants in place.

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, IFU and fmea, the most probable root cause is late recurrence of symptoms. Part numbers, lot numbers, manufacturing dates and expiration dates for the implants added at the initial surgery on (B)(6) 2012: ifuse implant, p/n 7040-90, lot# 7663002779003, manufactured 07/26/11, expires 2014-10; ifuse implant, p/n 7045-90, lot# 7663002731004, manufactured 06/17/11, expires 2014-10; ifuse implant, p/n 7055-90, lot# 7753002994002, manufactured 10/13/11, expires 2014-11.